Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend reported via phone call that they were hospitalized for high blood glucose, diabetic ketoacidosis and dehydration on (B)(6) 2020. Blood glucose reading was over 600 mg/dl. Customer was treated for high blood glucose with insulin pump and manual injection. Customer was experienced nausea and vomiting. Customer blood glucose value when admitted to hospital was over 500 mg/dl. The customer was treated with intravenous insulin drip at the hospital. The insulin pump will not be returned for analysis.